Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected vitros sodium (na+) result was obtained from a single level of non-vitros biorad lot 56740 control using vitros na+ slide lot 4234-1120-5575 on a vitros 350 chemistry system. Biorad multiqual lot 56740 level 3 result of 141.0 mmol/l versus the expected result of 162.2 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros na+ result was obtained from a non-patient quality control fluid. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros sodium (na+) result was obtained from a single level of non-vitros biorad lot 56740 control using vitros na+ slide lot 4234-1120-5575 on a vitros 350 chemistry system. The assignable cause of the lower than expected biorad level 1 control results was an instrument related performance issue. The results of a diagnostic within-run precision test performed by the customer used to assess instrument performance were outside of acceptable guidelines, indicating the vitros 350 chemistry system was not performing as intended. An ortho field engineer (fe) repeated the vitros na+ precision testing, along with a vitros potassium (k+) precision test prior to performing any service actions and both were within ortho acceptable guidelines. However, as imprecision can be intermittent, the ortho fe suspected the electrolyte reference fluid (erf) pump was the source of the imprecision observed by the customer and performed the service actions of replacing the erf and adjusted the erf metering and reservoir alignment. Post service diagnostic vitros na+ and k+ within-run precision testing was within ortho acceptance guidelines, indicating the vitros 350 chemistry system was returned to intended performance.